Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken at the distal end. Pieces measuring proximately 0.1445¿ x 0.0920¿ were returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was also found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. Further inspection found not abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the black small pieces were noted to be flaking off from force bipolar instrument. The fragments were retrieved in same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The device fragment fell inside the patient while grasping was being performed. The instrument was in use prior to the issue for 1.5 to 2 hours. The wrist was straightened prior to final removal of the instrument. The fragments were retrieved with the tip-up and a laparoscopic debakey grasper. The removal of all fragments was confirmed via visual inspection. The site saw fragments falling off and site stopped what they were doing. The procedure was completed robotically with no patient harm. The instrument was already returned with a couple pieces of the fragments in a specimen cup.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.